Event description:
During preparation for or during cariopulmonary bypass, the air detection sensor could not be reset. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but no conclusion reached.